Event description:
Reportedly, on (B)(6) 2026, the patient returned to the hospital for a routine pacemaker follow-up. The follow-up results showed an elevated ventricular threshold with no capture at 4.5v@1.0ms, and imaging revealed possible ventricular lead dislodgement. The physician decided to perform a reintervention on (B)(6) 2026. The lead was explanted and a new vega lead was implanted.